Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the carina device generated the alarm message "device error" twice at around 11.32 p.m. On the (B)(6) 2021 and as a result ventilation was no longer possible. No patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the carina device generated the alarm message "device error" twice at around 11.32 p.m. On the (B)(6) 2021 and as a result ventilation was no longer possible. No patient consequences were reported.

Event description:
It was reported that the carina device generated the alarm message "device error" twice at around 11.32 p.m. On the (B)(6) 2021 and as a result ventilation was no longer possible. No patient consequences were reported.

Manufacturer narrative:
The affected device, carina, serial number: (B)(6), was examined in the manufacturer's repair shop; the log file was also provided for further investigation. Based on the log file analysis, it could be confirmed that the device switched from an ongoing ventilation to "patient safe" mode at 11:27 p.m. And 11:32 p.m. On (B)(6) 2021; between the two events, the device was turned off and back on by the user. Previously, an excessive minute volume and a leakage had also been alerted. As a result of the investigation in the repair shop, a malfunction of the blower function was confirmed in addition to a large leakage and contact problems of the device. If a serious technical fault with device failure occurs during operation, the device switches to "patient safe" mode and ventilation is interrupted. The "device fault !!!" Is alerted visually and acoustically by the device with high priority. The emergency breathing valve opens and allows the patient to breathe spontaneously. Ventilation of the patient with an independent ventilation device may be required. In the current case, the device reacted as specified and generated alarms regarding the detected deviations and the device malfunction. The affected parts were replaced in the course of the repair measures; the device was then tested according to the manufacturer's specifications and is fully functional again. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.